Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the alleged product issue began on (B)(6) 2011 at an unknown time. The patient reported that she manages her diabetes with insulin (self adjust). The patient advised that she took less food and drink as changes to her diabetes management due to the issue. The patient advised that she developed 'clamminess' due to the product issue. The patient reported than as a result of the product issue, she received ems treatment of food and drink after ems obtained a blood glucose result of '60mg/dl' on an unknown ems meter after the product issue began. During troubleshooting, the cca confirmed the patient was using the correct strips. The customer care advocate (cca) noted that no misuse was identified. Replacement products were sent to the patient by the cca. This complaint is being reported because the patient reportedly received hcp medical treatment for complications of diabetes while using the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
07/23/2012: supplemental information: adverse event was omitted in error on the 3500a.